Manufacturer narrative:
Additional manufacturer narrative and/or corrected data, corrected data: initial report inadvertently left out "voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2018 via physician notification letter."

Event description:
It was reported that high impedance was observed on the patient's m1000 vns generator. X-rays were performed to assess the lead and, per the physician, appeared normal. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. The x-rays have not been reviewed by the manufacturer to date. No additional relevant information has been received to date.